Manufacturer narrative:
(B)(4). Concomitant medical products: part # unk / unknown head/ lot # unk, part # unk / unknown cup/ lot # unk, part #unk / stem / lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be confirmed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent hip revision surgery approximately 27 years post implantation due to liner wear. Liner and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.